Event description:
During verification testing, leakage from the disposable batteries was noted in the device.

Manufacturer narrative:
During testing leakage from the disposable batteries was noted in the device. Add'l testing found the device alarmed with a 11/004 (less than 2.0 volts on lithium battery). Service code alarm. This was found to be due to a short in the lithium battery circuit, caused by the battery leakage. This device has been identified as part of a product recall. This report represents all the info known by the reported upon query by hospira personnel.